Event description:
It was reported to boston scientific corporation that two axios stent and electrocautery enhanced delivery systems were to be implanted in the bile duct to perform a biliary duct drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, when deploying the first stent (subject of report 3005099803-2025-02730), the second flange did not open. The physician then removed the first stent and attempted to implant a new stent (subject of this report 3005099803-2025-02731), however only the first flange deployed. Both stents were removed partially deployed, and the procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to the bile duct during an endoscopic ultrasound (eus) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed in the bile duct.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed in the bile duct. Block e1 (initial reporter's phone) was corrected to the appropriate number. Block h6 (impact codes) was corrected to include f2301 to capture the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed in the bile duct.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2025-02730 for the associated device information. It was reported to boston scientific corporation that two axios stents and electrocautery enhanced delivery systems were to be implanted in the bile duct to perform a biliary duct drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, when deploying the first stent (subject of report 3005099803-2025-02730), the second flange did not open. The physician then removed the first stent and attempted to implant a new stent (subject of this report), however only the first flange deployed. Both stents were removed partially deployed, and the procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to the bile duct during an endoscopic ultrasound (eus) procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed in the bile duct.